Event description:
It was reported that a patient experienced peritonitis manifested by fever coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with tazicef 1 gram intraperitoneally once a day (duration not reported) and a one-time dose of cefazolin 1 gram intraperitoneally for the peritonitis event. Physioneal therapy was ongoing. At the time of this report, hospitalization and treatment were ongoing, but the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.